Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. Additional preventative maintenance was also performed. The drill was repaired and returned to the user facility.

Event description:
It was reported by the user facility that a hose portion of the pneumatic drill was leaking air. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.